Event description:
It was reported that the catheter leaked at approx 15-20 cm from the distal tip during onyx injection. No pt injury reported. Same event as MDR #2029214-2011-00349.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).